Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot al6176, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle broke when the pin holder clamping the pin to sew in the surgery of excision of multiple superficial masses of the whole body. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.